Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4307, 61 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument was found to have charring and localized melting at the grip base between the grips likely due to insulation degradation and carbonized tissue creating a conductive pathway. The instrument passed the electrical continuity test. The follow up information stated that the instrument jaws was immersed in liquid and / or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The instrument jaws may not have been thoroughly cleaned prior to activation indicative of a user error. Based on failure analysis investigation, thermal damage is between the instrument grips and shows no potential for applying energy to an unintended location. Additionally, the instrument jaws was likely not thoroughly cleaned intraoperatively prior to energy activation. The instruments and accessories user manual for da vinci xi® and da vinci x® systems provides a warning and a reminder during intraoperative cleaning: warning: do not use another instrument to clean tissue or char from the tip of the bipolar cautery instruments. Reminder: if the tips are contaminated by carbonized tissue, remove the instrument and use a piece of soft gauze moistened with saline or sterile water to remove the tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided. A log review confirmed the occurrence of a da vinci-assisted pulmonary lobectomy procedure on (B)(6) 2020 using system (B)(4). However, there was no recorded usage of a maryland bipolar forceps instrument with lot # n13191028 logged on the customer reported event date. Full instrument lot sequence number was not provided by the customer, so no further investigation could be performed to attempt to identify more instrument details. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy procedure, the maryland bipolar forceps instrument "failed, discharged" and allegedly arced. At this time, the root cause of the customer reported failure mode is unknown. Although there was no reported patient injury, if this event were to recur, it could cause or contribute to an adverse event. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. At this time, the information related to the instrument lot # and sequence # are being verified.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the maryland bipolar forceps instrument "failed, discharged" and allegedly arced. The instrument was removed and replaced to the backup. The user continued the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no issue was found. The alleged arcing event occurred during the initial use of the instrument. Along with the maryland bipolar forceps instrument, the cadiere forceps instrument and endoscope were all installed into the universal side manipulator (usm) arms at the time of the event and a subtle, slight collision involving the maryland bipolar forceps instrument was noted. The maryland bipolar forceps instrument jaws were reportedly contaminated by carbonized tissue (bio debris) prior to activating the instrument. During energy activation and the alleged arcing event, the instrument tip was touching the target tissue. The instrument was removed and inspection identified pulley cover damage. No post-surgical complications as a result of the arcing event was reported.